Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgery ctr supervisor reported that during cataract extraction, the footswitch stopped functioning. The incision was closed and the pt was transferred to complete the procedure at another hosp. The surgical ctr coordinator reported that she is unaware of any harm to the pt.